Manufacturer narrative:
The event rupture was noted to have not occurred for this device. It is no longer reportable to the FDA. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture baker grade iii.

Event description:
Atient reported " that a rupture of the right prosthesis was observed." Later reported no rupture, capsular contracture baker grade iii. This is for the right side device. The device has been explanted.

Event description:
Patient reported " that a rupture of the right prosthesis was observed." This is for the right side device. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.